Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Patient was revised to address a fractured femoral head. Metallosis was also noted as being present.

Manufacturer narrative:
Patient was revised to address a fractured femoral head. Metallosis was also noted as being present. Examination of the returned liner and femoral stem cannot confirm the reported ceramic head fracture. The femoral head was not returned. There is deep pitting and scratching on the liner articulating surface as well as the femoral stem taper. There is metal transfer on the articulaing surface of the liner. The distal portion of the stem is damaged/deformed likely from cup impingment. The femoral stem is damaged on the splines as well. It is likely, but unknown if this is from extraction. The cup was not returned and mating damage cannot be confirmed. A search of the complaints databases identified other reports against the liner and none against the femoral head. Review of the device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed and confirm the report. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.